Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive. It was reported that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the pump was returned with the keypad peeling from the bottom of the keypad towards the top of the keypad. During testing the down arrow and contrast buttons were found to be intermittently responsive. With the keypad removed, contamination was noted underneath the down arrow button. The key contact was missing from the contrast button. Unrelated to the complaint, the display screen is a dim, red color. The battery compartment is cracked; the crack runs from the battery cap toward the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.